Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported they have a sore and irritated gums behind their two front teeth and the behind the tooth to the left of the front teeth. Patient provided photo, aligners are within normal limits. They appear to have a sore on the gums on the lingual side of the two front teeth. This is due to the aligners rubbing. Provided tips, warm salt water rinses and requested they try to file/smooth the area on the aligner. Requested an update after they tried the tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.